Manufacturer narrative:
Six unknown screws were received by the manufacturer on september 15, 2016; this reported device may have been among them. A product investigation was completed: all screws shows common damages at the surface as well as at the threads and are generally caused during forcible removal. No unusual damages could be identified. No product fault was detected. All in all, no product fault could be identified. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On an unknown date during a planned removal procedure, the devices were successfully explanted.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 26. Oct 15: added unk screw to cover the "alternate screw" mentioned in complaint description, received an e-mail answer from affiliate where they confirm that the alternate screw is not the 42mm screw but a different one.

Manufacturer narrative:
Additional product code: hwc. (B)(4). Device has not been reportedly explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Sterile part 04.211.042s, lot 9401650: manufacturing location: (B)(4). Manufacturing date: 12 march 2015. Expiry date: 01 march 2025. Non-sterile part 04.211.042, lot 7878717: manufacturing location: (B)(4). Manufacturing date: 17 december 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon used the variable angle-locking compression plate (va-lcp) olecranon plate for left olecranon fracture. The surgeon temporarily fixed the plate with kirschner wires inserted through the suture holes and stabilized with cortex screws. Then, the surgeon performed drilling through a va drill sleeve with nominal angle. After drilling, the surgeon tried to insert the va locking screw 22mm in question using a screwdriver shaft attached to a torque limiter (manual insertion). However, the va locking screw 22mm could not be locked and kept just idling. Therefore, the surgeon once removed the va locking screw 22mm and used alternative screw instead, but the alternative screw also failed to be locked and remained unlocked in the patient's body. Subsequently, due to a trouble in the surgery, the surgeon extracted the implanted plate once and made the plate bent slightly to fix the plate again. When the surgeon tried to insert some screws in olecranon bone, the va locking screw 42mm in question could not be locked. In the end, the va locking screw 42mm could be inserted successfully in other screw hole. The surgery was extended for thirty (30) minutes. This is report 3 of 3 for (B)(4).